Manufacturer narrative:
This device was returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfunction. During the investigation the pump under infused at a rate that mmdg considers reportable. The roller assembly and pins were misaligned, which caused the under infusion. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was under infusing, however, the under infusion they reported was still within the volumetric range that mmdg would consider not reportable. They stated that this occurred during testing and did not effect on a patient. When the pump was returned to mmdg for investigation it was found that the pump was infusing at a rate that mmdg considers reportable. (B)(4).